Event description:
Event description guidant received information that during an automatic threshold test of this device, the field representative observed loss of capture and after 2 losses in 4 beats, the device did not increase its output, as expected. Asystole was observed on the electrocardiogram, however the patient did not experience any symptoms as they are not pacer dependent.